Event description:
It was reported the physician was going to replace the pt's sys to provide better pain coverage. During the procedure, a wet tap was observed. The physician lowered one of the two existing octrode leads, then aborted the procedure. F/u info revealed the pt reported experiencing headaches following the procedure which have since resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.